Event description:
Additional review of the file found stimulation was turning off. When the neurostimulator was interrogated with the clinician programmer the neurostimulator was found to be off. The patient was going to keep a diary and verify with the programmer whether the neurostimulator was showing on or off. Additional information received reported the patient received a new patient programmer. The patient was instructed to make another appointment if there were any further issues with his programmer or neurostimulator turning off. The manufacturer representative had not heard from the patient since that time. The patient had gained 20 pounds which contributed to the coupling difficulties with the recharger. The patient was going to try an ace wrap to hold his antenna more snugly to his body as the belt did not work for him. It was believed the issue had improved.

Manufacturer narrative:
Programmer model 37743, (B)(4), recharger model 37752, (B)(4), lead model 39565-30, (B)(4), implanted: 2008-(B)(6) explanted: unknown, extension model 3708140, (B)(4), implanted: 2008-(B)(6) explanted: unknown, extension model 3708140, (B)(4), implanted: 2011-(B)(6) explanted: unknown.

Event description:
It was reported that the patient was unable to adjust the stimulation. Communication and coupling between the programmer and neurostimulator was reported to be intermittent. After inserting new batteries, the system would function properly for a few days and then return to being intermittent. A black spot was reported to be seen intermittently on the screen of the programmer. Additional information has been requested, but was not available as of the date of this report.